Event description:
Moog enteralite infinity pump had locked settings at 125 ml/hour, dose was infinity. Was checked by lvn at approx 3:00 pm. At 4:00 pm, before the bag was completed, the pump alarmed, shut itself off, and then reset itself, to entirely new settings of .1 ml/hour and .1 ml for dose. Nurse was at child's side, and was able to re-set pump to the original settings of 125 ml/hour, dose of infinity after calling dme, which had never heard of this error, which has been reported frequently in facebook feeding tube chat rooms. Pump was infusing 8% dextrose as .45% normal saline with 15g protein. This was a brand new pump, delivered the night before from home health.